Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing process. The pump was able to rewind but then alarmed immediately after. The customer's blood glucose reading was 94 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. However, the insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.